Manufacturer narrative:
Additional information: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump (iabp) had a gas loss alarm. However, no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that the cardiosave intra-aortic balloon pumps from emergency support program (esp member). Customer called to inquire about how to manage a gas loss alarm. Customer states the alarm only occurred one time and he followed the ¿help¿ screen prompts to troubleshoot and resume therapy. He states he was informed that the gas loss alarm may have also occurred during the day shift. We reviewed and discussed troubleshooting and management of the alarm. He states no visible blood in the helium tubing and all connections are secured. Enoch states the patient is ventilated on a peep setting of 5. He states he has peace of mind regarding the alarm after our discussion. He does not wish to give patient information but is able to provide the pump sn# for identification for a complaint.

Manufacturer narrative:
Updated data: b4, e1, g3, g6, h1, h2. Corrected data: g2.

Event description:
N/a.